Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral patient's acetabular cup on the left side eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused her severe pain, inhibited her ability to walk, and required a revision surgery.